Event description:
It was reported that during a scheduled device changeout procedure, pacing impedance measurements on the right ventricular (rv) lead were noted to be 270 ohms with the pacing system analyzer (psa) testing. Once the lead was connected to this cardiac resynchronization therapy defibrillator (crt-d), impedances were noted to be around 200 ohms. Occasional noise was also observed. The physician opted to continue to monitor, and the impedance alerts were turned off. No adverse patient effects were reported. This device remains in service.